Event description:
Original automatic implantable cardioverter defibrillator (aicd) implanted 12/92. The aicd had been functioning appropriately, but was found on routine interrogation to be at end of life. Thus on 3/19/97, the aicd was exchanged for a medtronic microjoule. There was no evidence of malfunction of the leads at this time. The pt was readmitted 3/20 for adverse shocking and underwent another surgery on 3/25/97 to revise the leads which were found to be operating appropriately. The pacing lead was capped and left in situ. The coil was removed. When new leads connected to the aicd generator, there appeared to be adequate cardioversion. The pt was again readmitted 3/29/97 for aidc excess discharge, i.e., received several shocks delivered for what appeared to be noise on interrogation rather than true ventricular ectopy. During the surgery, it was possible to demonstrate oversensing by the aicd. When the leads were removed from the generator and placed on a stimulator the same oversensing could not be replicated, suggesting a problem with the aicd generator or connection of leads to the header. The unit was replaced.